Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the complaint description states that a corail stem had broken at the neck. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. No other analysis was possible because nor the x-rays neither medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
The complaint description states that a corail stem had broken at the neck. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. No other analysis was possible because nor the x-rays neither medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Addendum added 12 december 2016 the complaint was reopened due to the products return. The r&d and the supplier performed analysis on the returned products. The stem fracture was located proximally on the stem within the neck region. Based on the information received and the investigation performed, the root cause of the incident is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Patient was revised to address a stem which had broken at the neck.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a stem which had broken at the neck.